Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. The patient's pacemaker was know communication with (B)(6). The patient was brought into the clinic. Where the pacemaker could be interrogated with the programmer. The patient's device was reprogrammed. The patient was in stable condition.